Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence. The patient reported that they were standing up from a squatting position, when they felt the device pop and were not able to use it. Upon explant, the aus balloon had a slice in it and the entire device was replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring incontinence. The patient reported that they were standing up from a squatting position, when they felt the device pop and were no able to use it. Upon explant, the aus balloon had a slice in it and the entire device was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. Examination of the balloon identified a large tear that was consistent with avulsion and material thinning. Based on the information available, the analysis confirmed the reported allegations; therefore, the conclusion of cause traced to component failure was chosen.